Event description:
Through the (B)(6) clinical study, the patient indicated following up with her surgeon and reports she had manipulation under anesthesia and the outcome is she is able to open her mouth fully. No medical records or additional information has been provided at this time.

Manufacturer narrative:
The warnings in the package insert state the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion. The tmj implants remain implanted, therefore, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of four for the same event, see also 1032347-2015-00323, 1032347-2015-00325 and 1032347-2015-00326.